Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the customer stated he had a low predict alarm on the insulin pump. Customer's sensor glucose value was 95. When he checked his blood glucose level was 41 mg/dl. Customer was able to treat for the low blood glucose and says the low predict helped him catch his low before it got any lower.